Event description:
A surgeon reported that a patient experienced an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The surgeon reported the lens may have rotated off axis and is planning a lens rotation or exchange procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).